Manufacturer narrative:
Investigation is still in progress. A supplemental report on catheter evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported during an afib procedure, the catheter did not have electric signal. The case was completed by changing the catheter. (B)(6) 2013, upon receiving the product in biosense webster lab, it was noticed that ring #2 is cut in half and loop is discolored in some areas making this event reportable.

Manufacturer narrative:
Refer to evaluation summary (B)(4) it was reported during an afib procedure, the catheter did not have electric signal. The case was completed by changing the catheter. Upon receipt, the device was visually inspected and it was found that the ring 2 was cut and out of its place and part of the loop was discolored. This condition was not reported on the original complaint. Then per the event, the catheter was electrically tested and all ring passed specifications except by ring 2 which could not be tested due to the damaged condition. A ftir test was conducted and the results suggest the presence of another compound or chemical causing an oxidative reaction within the polymer chains leading to the discoloration. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint cannot be confirmed. In addition, a corrective action has been opened to address and resolve this issue.